Event description:
It was reported that four pts sustained burns with blisters after hair removal treatment using a lightsheer ep laser. Reasonable attempts were made to obtain further info from the user facility; however, no further info was received. Should further info be reported a follow up MDR will be submitted.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist concluded the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to product labeling.